Event description:
It was reported that the device and leads were removed due to sepsis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary evaluation: (B)(4): the device was returned and analyzed and no anomalies were found. Concomitant product: 5076 non-defib lead (B)(6) 2012; 4196 non-defib lead (B)(6) 2012. (B)(4).